Event description:
It was reported by the patient that they had concerns about the performance of their implantable pulse generator (ipg) and questioned the longevity of the implantable pulse generator (ipg). Attempts to obtain additional information were unsuccessful. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.